Event description:
It was reported they had difficulty inserting the lead into the extension. Another extension was used without difficulty. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the extension (B)(4) found the stimulation extension distal end connector was filled with silicone adhesive or rubber near the #1 connector block, prohibiting a lead from being inserted into the extension. It was noted the #1 balseal coil was partially covered by the adhesive or rubber.

Manufacturer narrative:
Concomitant medical products: product ID: 39286, serial# unknown, product type: lead. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the rep had the extension and was returning it. It was noted the patient was doing fantastic. Additional information received reported no new information. Additional information received reported the event was a set screw issue. It was reported the implanter had difficulty with set screw and was unable to insert lead into extension. Another extension was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.